Manufacturer narrative:
Analysis confirmed the customer's comment that the atrial output connector was broken. It was also noted that the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was returned for service

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial/ventricular connectors of the external pulse generator were found to be damaged during preventative maintenance inspection. The device status is unknown there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.